Event description:
Alleged the brake caster when locked will still swivel.

Manufacturer narrative:
The technician found all four casters ratcheting when the brake is applied. The technician replaced the four casters to repair the stretcher.